Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery, fire erupted from the cord of the unit, roughly three inches from connection port. The cord was severed by the fire and operating room staff successfully extinguished the flames before anything further happened. There was no patient or user harm.